Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lcck articular surface, catalog #: 00599403012 lot #: 61615002. Nexgen stem, catalog #: 00598801011 lot #: 61534137. Nexgen all polyethylene patella, catalog #: 00597206529 lot #: 61907319. Nexgen distal augment, catalog #: 00599003410 lot #: 61849909. Nexgen stem, catalog #: 00598801012 lot #: 61888188. Nexgen lcck femoral, catalog #: 00599401492 lot #: 61815382. Palacos bone cement, catalog #: 00111314001 lot #: 72424281. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2015-02471.

Event description:
It was reported that the patient was revised due to a broken articular screw and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the screw holding the polyethylene into the tibial stem found to be broken at the threads. The fractured screw was sent for sem analysis. The results of the sem report indicate that the support screw was fractured due to fatigue. These findings are consistent with the patient's anatomy and obesity. Also, patient's job requires long standing on concrete floor. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.